Manufacturer narrative:
Investigation is in progress to determine the cause.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq works as designed and intended. The field names in the tps are not defined in the (B)(4). User should redefine the field names in tps to use the names defined in the (B)(4).

Event description:
It was reported that wedge information parameters cannot be transferred automatically from oncentra to mosaiq. Incorrect translation of wedge between oncentra and mosaiq has led to mistreatment. Based on the available information, treatment plan was sent from oncentra tps with a wedge filter of 45 degrees (edw45in) for field 113 t, but during import mosaiq selected edw30in. This was not noticed until after treatment was completed. The patient was treated with the wrong wedge filter for 25 fractions from (B)(6) 2014. Per the user, there was a slight deformation of the isodoses; the median dose was almost constant.